Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions - h11: investigation summary: the reference samples for the lot 6005768 have already been previously tested in the complaint (B)(4) on 04/feb/2025. Test results: the reference samples were visually inspected and tested for flow test. All test results were within specifications as per the complaint (B)(4). Pdf attached in this record. Device history record (DHR) review: the lot 6005768 manufactured according to the work instruction (wi) version 111 manufactured in the line/machine l192, on 22/feb/2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded trending: a query was run in database on 09/jul/2025 against malfunction code occlusion (source/cause cannot be identified, only use when a specific malfunction cannot be determined). No troubleshoot (t/s), inconclusive t/s, or partial t/s done, refer to cannot be determined cannot be determined. No escalation required and lot 6005768 and no other complaint has been registered in databse for the same lot, harm code and malfunction code. Conclusion summary of complaint investigation: as a result of the following: no defect on tests for reference samples, no non-conformance (nc) raised during productionto complaint code, no trend identified for the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation nor CAPA plan. Therefore, this issue will be monitored through the post market surveillance activities. Root cause of problem: n/a this complaint did not require escalation to CAPA; therefore, no further root cause investigation has been completed. Corrective action as a result of the investigation: n/a - this complaint did not require escalation to CAPA, therefore no CAPA plan is available.

Event description:
To date no additional patient or event details have been received.

Event description:
Reference number (B)(4). Event occurred in france. It was reported that the patient faced insulin flow blocked alarm on (B)(6) 2025. The blood glucose level was over 300 mg/dl with symptoms like unwell, vomiting, tachycardia, weight loss. The insertion site was abdomen. The patient replaced the infusion set and then treated with correction bolus. No further information available.